Event description:
The complainant has reported that while a pt was undergoing intra-aortic balloon pump (iabp) support using the ipulse system, the operator experienced a "system failure" message on the system console approximately 2 to 3 minutes after the pumping was started. According to the report, the ECG and bp signals on the ipulse console looked "okay," but "it [looked] like the balloon waveform [did not] follow the triggering with high input." The operator shut-down the console and attempted to start it up again with the same result. The pt was treated using another brand of console, as no back-up abiomed consoles were available. The pt sustained no adverse effects as a result of the reported malfunction.

Manufacturer narrative:
Evaluation: method - actual device involved in incident was evaluated, 20 devices evaluated with respect to operational environment, 31 performance tests performed. Results - valve (drain) (labeled for system failure). Conclusions: intermittent failure directly caused event, device was out of specifications in a manner that relates to event (valve error), device operated according to specifications (waveform sensitivity). (Remedial action): inspection on-site; field change notice to update console [to current protocol]. In response to the complainant's report of "system failure" and "waveform triggering issues," the manufacturer performed an on-site evaluation of the console unit which involved the analysis of the stored procedure data in the console memory, as well as diagnostic and performance testing. The reported issue of "waveform triggering" (sensitivity of ECG high input) could not be duplicated during the evaluation by the manufacturer, as the console was found to be within specifications with the appropriate application settings for this reported issue. Subsequently, the data stored in the memory of the console unit was thoroughly evaluated and the investigation revealed that electrocautery had been conducted during the procedure without the proper setting specific for an electrocautery application. The waveform logs demonstrated that several electrosurgical unit detections were made throughout treatment. When this is detected on a ECG source with no other triggering signal present, the console deflates the balloon and briefly ceases pumping as a safety mechanism against unreliable triggering signals. The ongoing detection of esu also made the console issue an erratic trigger alarm. The console performed as intended and per specifications. In addition, the user manual outlines actions to be taken if an erratic trigger alarm is issued. The proper settings during this type of procedure are also identified in the user manual. The console was then updated with the most recent software and performance testing was subsequently performed without issue. The "system failure" was recreated intermittently by the manufacturer during evaluation. The manufacturer identified the root cause of the alarm to be a malfunction of an internal drain valve. A field correction was carried out to replace the defective valve. This field correction consisted of updating all ipulse consoles in the field and entailed replacement of a pinch-type drain valve with an isolation-type drain valve. The console underwent a comprehensive preventative maintenance following the field correction to replace the defective valve and was fully functional following all performance testing. No further actions were required.